Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/23/2024, it was reported by a sales representative via e-mail that an ar-3641sp self-punching knotless 2.6 fibertak® anchor pulled out, and an ar-2324pslc suture anchors swivelock eyelet broke. This occurred during a pcl/mcl reconstruction case on (B)(6) 2024 when the anchor pulled out upon setting it. They attempted to reinsert it but the same thing happened. They used a 2.6 fibertak drill to prepare the bone socket. The patient appeared to have good bone. After this, the swivelock eyelet broke when they put tension on the ib sutures attempting to insert the anchor. They used another ar-2324pslc to proceed with the case. Additional information received on 2/8/2024: all broken fragments were successfully removed from inside the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, the eyelet was detached from the device. Consequently, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.